Event description:
This rv lead was repositioned due to dislodgement. The patient was taken for a surgery right after the implant and the physician thinks it became dislodged during heart surgery. The lead remains actively implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.